Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully in (B)(6) 2009 and performed to specification up to the (B)(6) 2010. During this time the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature. On the (B)(6) 2010 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2010 upon return to a warmer environment the device was power cycled passing a self-test. Between the (B)(6) 2012 and the (B)(6) 2011 the device records multiple self-test fails due to a low battery. Later on the (B)(6) 2011 information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration where observed between the (B)(6) 2014 and the last log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.